Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 40 mg/dl. No bg meter comparison was reported. The patient self-treated with (3) oral glucose gel. The patient reportedly experienced a panic attack because of the incident. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was taken but could not be recalled. The patient was transported to the emergency room (ER) where the patient was admitted. No details were provided regarding the patient¿s medication or treatment while hospitalized. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.